Manufacturer narrative:
(B)(4). The sample was received and evaluated, and the reported issue of crack was confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause of the crack has been determined to be related to molding, which was caused by the minicap supplier during the manufacture process. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter to report 2 cracked minicaps. There is no patient involvement.